Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. Investigation did not find any damage or defects that would affect the needle mechanism. No leaks were found in the fluid path that would cause an interruption of insulin delivery. All seals proved able to prevent any leak of fluid out of or into the fluid path. The cause of corrosion found on the batteries could not be determined. No cracks observed in external housing that could potentially allow fluid to get inside the device.the data download returned an 0x14 alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that there was a needle mechanism failure. The pod was worn between 4 and 24 hours.